Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the experienced high blood glucose level. Customer¿s blood glucose level was 401 mg/dl at the time of call and current blood glucose levels was 462 mg/dl. Customer's other blood glucose levels were 450 mg/dl and above 300 mg/dl. Customer treated with insulin pump. Customer stated that did not allege insulin pump was under delivering. Customer stated that the drive support cap was normal. Customer stated that the infusion set was detached. Troubleshooting was declined for high blood glucose level. The insulin pump will not be returned for analysis.